Manufacturer narrative:
(B)(4). Date sent: 3/9/2023. Batch # unknown. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: what was the device and cartridges used throughout the procedure? What is the timeline of events? Any difficulty with device intraoperatively? Any staple formation issues identified at any time during patient care? If yes, please describe? Does the surgeon believe the issue reported is associated with an alleged deficiency with the device or were there other patient factors? Answer - the device was an ets45-cartidge was either blue or white, surgeon has not confirmed with me. Timeline: patient had a lap appy, after surgery as she was up and moving around, felt a pop. Within a couple hours, her pain level increased dramatically. Surgeon took her back to the or to see what was happening and it was discovered that the entire staple line had fallen apart. Patient then had to have an open right hemicolectomy as there was stool contents spilled everywhere. She was then transferred across town to the main uc health campus. As of last week when I called in the pc, she was still very sick and in the hospital. Unknown where she is now. No issues with the device intraoperatively I do not know the physicians thoughts on whether it was the device or patient related. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a laparoscopic appendectomy the patient was up and moving then felt something 'pop' internally. Over the next two hours she did not feel well. They opened her back up and discovered the staple line was completely apart. Fecal matter had contaminated her abdominal cavity so they performed a right hemicolectomy and she was transferred the main campus of health system where she currently remains.